Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the patient was moved to another examination room to complete the procedure. The philips field service engineer (fse) inspected and confirmed that there was no table movements and system was not starting. Review of the system log file showed a problem with x-ray pc. Fse replaced the x-ray pc. After replacement of x-ray pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code and evaluation method code was corrected.

Event description:
It has been reported to philips that table movements stopped during a patient procedure and the system would not start back up. There was no report of harm. Philips has started an investigation of this complaint.